Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was reportedly using a regular glucose meter due to signal loss on the dexcom device; however, the blood glucose (bg) value was not documented. The patient reportedly had an episode around 5:00 am of loss of consciousness and the spouse called paramedics at 5:30am. The bg by paramedics was 32 mg/dl. The patient was transported to the emergency department (ed) and regained consciousness. At the ed, patient was treated for hypoglycemia corrected with IV glucose. The patient was discharged the same day and was provided with strips for measuring her glucose readings through a regular glucose meter. At the time of the report, the patient was fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was not found. The allegation was confirmed. The probable cause was a defective transmitter. No additional patient or event information is available.